Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "patient underwent revision surgery for metal-on-metal pinnacle / trilock fretting causing pseudo tumor. Removal of metal liner and metal head was done with replacement to poly liner and ts ceramic head". The product was not returned to depuy synthes; however, photos were provided for review. The photographs attached were reviewed, however no observations pertaining to the nature of the reported event could be identified. Furthermore, the x-ray evidence revealed nothing indicative of a device non-conformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h4.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Event description:
Patient underwent revision surgery for metal on metal pinnacle / trilock fretting causing pseudo tumor. Removal of metal liner and metal head was done with replacement to poly liner and ts ceramic head. Affected side: right hip.